Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. \device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The root cause of the failure was contamination on j501 received replacement belt. Root cause: the root cause for the contamination was ingress of an unknown liquid. Corrective action: there is no CAPA initiated at this time as the severity does not warrant an immediate CAPA (damage/malfunction did not cause or contribute to a death or serious injury). The need for a CAPA based on the occurrence of this failure mode is assessed during the monthly data analysis per 90c0010. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Monitor sn (B)(4) has been returned to the distributor, but has not been evaluated yet. Device evaluation included review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Device manufacture date: monitor - (B)(4) - 9/30/2015. Belt - (B)(4) - 2/13/2017. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use prior to shock delivery. The response buttons were not pressed during the event. The response buttons functioned appropriately. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting and motion artifact. The multiple counting satisfied the rate detector of the detection algorithm. The source of the artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was conscious and sweating at the time of the treatment event. The response buttons were pressed after the treatment event. Multiple counting and motion artifact contributed to the false detection. The patient did not seek medical intervention. The patient ended use of the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.